Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported valve separation remains unknown.

Event description:
During the procedure, the valve separated from the sheath and blood was noted to be flowing freely from the sheath.